Event description:
Two nurse aides were putting resident to bed using hoyer lift. As they were trying to put hoyer under the bed, the resident went forward. One nurse aide tried to catch her and the resident landed on top of her. Resident found to have a fracture of the patella.note: - similar devices made by hoyer co. Are currently in use at this timedevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure, none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.